Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel and bravo device arriving in bio lab. Bravo device (capsule and delivery) was received for evaluation. The returned sample met specification as received by medtronic. The visual inspection found no notable conditions. The customer reported they had a bravo fta procedure. The reported condition was confirmed. The investigation found user not push the plunger to the end. The investigation identified the cause of the reported event to be user mishandling. The user has contradicting the instructions for use (IFU). The IFU states: pressing down on the plunger too slowly may result in the capsule not properly attaching to the patient¿s esophagus or not detaching from the delivery device. Do not rotate the plunger while depressing it!. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule, which failed to attach. A second capsule was used, but it still failed to attach. A third capsule was used and the customer was able to start the procedure. There was no harm to the patient, no intervention was required, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. Lubrication was used to facilitate placement of the capsule and the delivery system and the capsule will be returned for investigation.